Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator rebooted two times on the same day. The ventilator was removed from the patient. No patient injury was reported.

Manufacturer narrative:
The device log was downloaded and analyzed. The analysis pointed to a problem with the gas mixer. Further on-site tests by dräger service were induced and revealed that the two mixer cartridges for air and oxygen showed increased power consumption. The reason is most likely that the cartridges are sticking due to thin layers of abrasion and dirt inside of the valves, which accumulated during the 13 years of use. Sticking valve cartridges can cause increased power consumption with the consequence that the internal dc voltage of the ventilator drops below the specified value. This deviation is detected by the internal monitoring of the evita 4 and a warmstart is initiated to restore valid conditions for continuing of ventilation. During a warmstarts the breathing system is opened to atmosphere to allow spontaneous breathing of the patient and a continuous alarm is generated. After approximately 10 seconds the ventilation is continued with the previous settings. Replacement of the two valves has been recommended. No further problems have been reported since then.

Event description:
Please see initial-report.